Event description:
It was reported that the patient presented in the emergency room after experiencing syncopal episodes. Upon interrogation, reproducible noise was noted on the right ventricular lead causing inhibition of pacing. The device was reprogrammed to doo mode. The patient was stable throughout device interrogation and would continue to be monitored. No further information was available.